Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their "pulse has been going crazy the last few days". The patient was directed to consult with their cardiologist to have a device check performed. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.